Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that during replacement of the rv lead, the right atrial (ra) lead was dislodged. The ra lead was explanted and not replaced due to the patient being in atrial fibrillation since 2007. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned in segments with no anomalies found. There was blood/body fluid (not obstructed) on all conductors and all conductors were distorted. The outer insulation had a breached cut and cosmetic depression. There was blood in/on the helix mechanism, the lead was stretched, and there was apparent explant damage.